Event description:
Further information was received that difficulty programming had been encountered.

Event description:
Boston scientific received information that, immediately following a device replacement procedure, this device had oversensed noise on the right ventricular (rv) and left ventricular (lv) channels. Rv and lv pacing impedances were also greater than 2000 ohms. The lead impedances had been in the normal range during the procedure. The pocket was reopened, and the rv and lv connections were checked three times, but the issue could not be resolved. The device was replaced. No further patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual, microscopic, and x-ray inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.